Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator had a faulty touchscreen. There was no report of patient involvement. Additional information has been requested as the investigation is ongoing.